Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect an air-in-line. There was no patient involvement.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found in specification in relation to the failure to detect an air-in-line, which was not confirmed or reproduced. During testing, the device was able to detect air at all flow rates. No related device malfunction was observed.this MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00710 can be removed from the FDA database.